Event description:
It was reported that boston scientific technical services were contacted to examine a remote alert. Upon review of device data, several episodes of oversensed noise resulting in inappropriate mode switches were noted from the right atrial (ra) lead. Additionally, noise and an out of range pacing impedance measurement were observed from the right ventricular (rv) lead. Both the ra and the rv leads are competitors leads and technical services recommended further in-clinic lead integrity testing to exclude lead damage. At this time, the system remains implanted and in service. The patient was stable with no adverse consequences.

Event description:
It was reported that boston scientific technical services were contacted to examine a remote alert. Upon review of device data, several episodes of oversensed noise resulting in inappropriate mode switches were noted from the right atrial (ra) lead. Additionally, noise and an out of range pacing impedance measurement were observed from the right ventricular (rv) lead (>3000 ohms). Both the ra and the rv leads are competitors leads and technical services recommended further in-clinic lead integrity testing to exclude lead damage. Recently, another alert was received for an out-of-range pacing impedance measurement. At this time, the system remains implanted and in service. The patient was stable with no adverse effects.